Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, dizziness, headache, asthma (new or worsening), kidney disease/toxicity and lung disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. Maximum attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer incorrectly reported this device as under recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. After review determined that this device ds2adv auto CPAP is not under recall. Description event or problem has been corrected as: the manufacturer received information from uno legal litigation in reference to a ds2adv auto CPAP with allegation of respiratory tract irritation, dizziness, headache, asthma (new or worsening), kidney disease/toxicity and lung disease. This device is not part of the recall. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The following correction has been updated in this report: remedial action init (rfb) has been corrected as not applicable. Recall (z) number (rfb) has been corrected as not applicable.